Event description:
Patient was hospitalized with low blood pressure and hypoglycemia in 2006. Patient subsequently passed away the following day, from a myocardial infarction.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating with required specifications and delivery accuracy.